Event description:
It was further reported, the hygiene microbiological investigation report from the customer indicated that scope was cultured and more than 10 colony forming units (cfu) of gram negative rods were identified.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for presence of microorganism. The issue was found during a reprocessing. The intended procedure was diagnostic. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. Pre-procedure device check was not done. Precleaning was performed immediately after patient procedure. Water was aspirated through instrument / suction channel with a suction pump until the aspirated liquid became clear. Forceps elevator was moved to raise and lower three times in the water during aspiration. Aspiration was not done with both first and second position of suction valve. The air/water channel was not flushed with water and air by using mh-948. The air/water channel and balloon channel was not flushed with water and air by using maj-1444 and maj-629. The auxiliary water channel was flushed with water. Regarding manual cleaning, the customer reported that there were no abnormalities with accessories used in reprocessing. The time from pre-cleaning to manual cleaning was less than 60 minutes. Leak test was performed according to the instructions for use (IFU). The detergent used was mediclean forte (manufacturer: dr. Weigert). The brushed points include instrument/sution channel, suction cylinder and instrument channel port. The detergent was aspirated through the instrument/suction channel. The brush was inserted into instrument channel from suction cylinder. The forceps elevator was brushed. Flushing was done with accessories described in IFU. The forceps elevator was operated (up/down) in the detergent solution. The forceps elevator was flushed appropriately. The distal end was not flushed with maj-2319. The automatic endoscope reprocessor (aer) used by the customer was rapid aer (manufacturer: cantel). The detergent used was rapicide 1 (manufacture: cantel) and disinfectant used was rapicide 2 and peracetic acid (manufacturer: cantel). A clear system was established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. The endoscope was stored in a drying cabinet. All the removable parts were detached from the endoscope. The scope is stored for maximum of 30 days until the next procedure. The endoscope was not sterilized. The maintenance and repair was not performed by olympus. The accessories were handled according to the instruction manual. Process training was provided by olympus and participant records were available. The microbiological test result of patients is not available. The microbiological test result of endoscope was available. The samples were taken by flushing the instrument channel. The test was conducted at an external laboratory. Follow up in progress to obtain the hmi (hygiene microbiological investigation) results from the customer. The device was returned to olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, biopsy/instrument/suction channel, air/water channel and auxiliary water channel were cultured. There was no bacterial detection in the distal end unit and instrument/biopsy/suction channel. However, air/water channel tested positive for more than 20 colony forming units (cfu) of streptococcus species and auxiliary water channel tested positive for 2 cfus of streptococcus species. A second hmi inspection was performed; results are awaited. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the second culture test, performed at the third-party labs: sampling date: mar 15, 2023. Sampling from: distal end. Cfu: none detected. Bacterial identification: n/a . Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 0cfu. Bacterial identification: n/a . Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover has a dent. Light guide lens has a crack. Adhesive on bending section rubber has wear. Due to wear of angle wire, bending angle in right direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.